Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The power controller board, batteries, and power supply were replaced.

Event description:
The hospital reported that, during a case, the unit alarmed for a battery failure. The anesthesia machine was replaced. There was no reported patient injury.